Manufacturer narrative:
The complaint of leakage can be confirmed on the returned used 142480489 primary plumset. As received the air filter on the vent plug juncture was wetted out with prior infusate. No other visual damages or anomalies noted. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Additional information in d9: device returned to manufacturer 7/7/2022.

Manufacturer narrative:
The device is available for evaluation, however it has not yet been received.

Event description:
The event involved a plum set that leaked chemotherapy during infusion. The drip chamber was noted to be less than half full, and when it was pressed to fill it, drops of chemotherapy were noted to leak. Normal saline could be injected through the patient's blood vessel smoothly and blood refluxing was normal. There was no leakage noted anywhere else along the plum set. There was patient involvement however no patient harm.

Manufacturer narrative:
Additional information: b5

Event description:
Additional information received from the customer: there was a suspected crack on the drip chamber, which is where the leakage was observed. There was no unprotected chemotherapy exposure reported to the patient, health care worker or other personnel.